Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported the hcp thought the patient was experiencing a baclofen overdose and wanted to know how to access the septum. Technical services (ts) explained that a non-coring needle would be needed. Ts explained that there are medtronic refill kits, and they have a template inside. Ts reviewed the location of the refill septum. Ts recommended that he contact the local rep. The hcp would attempt to access the reservoir and disconnected the call. Further information was not provided.